Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia repair. According to the reporter: dr (B)(6) used pdb1000 to laparoscopic hernia repair. During application, the dissector balloon was ruptured. Then we change to a new product. Medical intervention was not required. Re-intubation/re-cannulation was not necessary. Surgery time was not extended by 30 mins or more. The surgeon discovered the problem during surgery. Product was tested prior to use. No piece of the broken balloon fell into the patients cavity.